Event description:
It was reported that 5 of the bd ultra-fine?¿ ii insulin syringe was leaking. Report 1 of 2. The following information was provided by the initial reporter, translated from portuguese to english: at first, more than one client began to complain about the use of the syringe, and she exchanged it, but as they are elderly, she took the initiative to open a process of analysis and collection of the material in question, that is, she reported that the clients complained about the quality, usability of the syringe, leaks when applying insulin. *date of occurrence: quality deviation, did not work as it should, liquid leaking from syringe when applying insluin. *what deviation was found with the material? At first, more than one client began to complain about the use of the syringe, and she exchanged it, but as they are elderly, she took the initiative to open a process of analysis and collection of the material in question, that is, she reported that the clients complained about the quality, usability of the syringe, leaks when applying insulin. *what part/component/part of the product is involved in the complaint? The probe itself works correctly, the movement of pulling the liquid, the rubber of the support that makes the movement of pulling the liquid, the black part, the customer describes that it comes soft/soft/twisted (customer's words) *purpose of use: in which procedure was the material being or would it be used? For insulin application (diabetes) *medication/substance involved in the incident insulin *quantity of material with deviation 4 packets of the 8ml probe, 1 of which is open and 1 syringe is missing, and the client even changed the whole box for the end consumer, and retained the packet as evidence, 324916 and 1 packet of the 6ml syringe 328322 *is the sample with the deviation available for analysis? Yes *quantity of sample with deviation available for analysis. 9 *is the sample contaminated (body fluids or medicines/solutions)? No if a sample is available, is the collection address the same as the one given at the beginning? Same address can the client send photo samples of the material for analysis? Yes does the customer request replacement of material with deviations? Yes *in which situation was the deviation identified? During use on the patient/contact with the patient. *was there any damage to the health of the patient or the professional who handled the material? No *was there a need for medical intervention? No *was surgical intervention necessary? No *was there a need for impatient or prolonged hospitalization? No *was there any exposure to chemical/biological agents (regardless of the use of ppe)? No *has there been an accidental puncture with the probe? No *did the event lead to death? No *was there a second material and/or incident notified? No .

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 5 of the bd ultra-fine?¿ ii insulin syringe was leaking. Report 1 of 2. The following information was provided by the initial reporter, translated from portuguese to english: at first, more than one client began to complain about the use of the syringe, and she exchanged it, but as they are elderly, she took the initiative to open a process of analysis and collection of the material in question, that is, she reported that the clients complained about the quality, usability of the syringe, leaks when applying insulin. Date of occurrence: quality deviation, did not work as it should, liquid leaking from syringe when applying insulin. What deviation was found with the material? At first, more than one client began to complain about the use of the syringe, and she exchanged it, but as they are elderly, she took the initiative to open a process of analysis and collection of the material in question, that is, she reported that the clients complained about the quality, usability of the syringe, leaks when applying insulin. What part/component/part of the product is involved in the complaint? The probe itself works correctly, the movement of pulling the liquid, the rubber of the support that makes the movement of pulling the liquid, the black part, the customer describes that it comes soft/soft/twisted (customer's words) purpose of use: in which procedure was the material being or would it be used? For insulin application (diabetes) medication/substance involved in the incident insulin quantity of material with deviation 4 packets of the 8ml probe, 1 of which is open and 1 syringe is missing, and the client even changed the whole box for the end consumer, and retained the packet as evidence, 324916 and 1 packet of the 6ml syringe 328322 is the sample with the deviation available for analysis? Yes *quantity of sample with deviation available for analysis. 9 is the sample contaminated (body fluids or medicines/solutions)? No if a sample is available, is the collection address the same as the one given at the beginning? Same address can the client send photo samples of the material for analysis? Yes does the customer request replacement of material with deviations? Yes in which situation was the deviation identified? During use on the patient/contact with the patient. Was there any damage to the health of the patient or the professional who handled the material? No was there a need for medical intervention? No was surgical intervention necessary? No was there a need for impatient or prolonged hospitalization? No was there any exposure to chemical/biological agents (regardless of the use of ppe)? No has there been an accidental puncture with the probe? No did the event lead to death? No was there a second material and/or incident notified? No